Manufacturer narrative:
A large intra-peritoneal drain volume occurred in drain 2 with an undetermined cause. There was no adverse event associated with this reported drain volume. A supplemental report will be submitted upon completion of the plant's investigation. See related MDR's: 2937457-2014-00311, 2937457-2014-00312 and 2937457-2014-00313.

Event description:
The following info was received from treatment records received on (B)(6) 2014 from the pt's peritoneal dialysis nurse. Drain 0:866. Fill 1:2496; drain 1:1890. Fill 2: 2496; drain 2: 5832. Fill 3: 2496; drain 3: 2811. Fill 4: 2496. The reported drain volume of 5832 ml was 233% over the expected drain volume which resulted in a reportable malfunction. The pt did not require medical intervention or treatment as a result of the overfill.